Event description:
The customer reported that upon power up there was a message "device err service req" and after operational check there was an error code "ops check failed service device". There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The philips bench technician noted that the device was not detecting the therapy cable and test load. The cause of the issue was localized to a failure of the power pca. The power pca was replaced to resolve the issue. The device passed all testing and was placed back into service.